Event description:
The patient developed an infection after cutting his skin in an attempt to replace his own vns generator since the battery was low. It was indicated the patient received medication for the infection. The manufacturing records for the generator were reviewed and verified the device was sterilized prior to distribution. The device met all specifications for release prior to distribution. No additional or relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Information obtained that the patient had their generator and lead explanted due to a wound infection. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.